Event description:
Related manufacturer report number: 2017865-2022-40912. It was reported during implant procedure that the atrial lead exhibited decreased sensing amplitude, loss of capture, dislodgement, and helix rotation issues. The right ventricular exhibited decreased sensing amplitude, loss of capture, and helix rotation issues. Both leads were successfully exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported events of failure to capture and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be retracted and clogged with tissue. X-ray examination found the over-torqued inner coil at the connector region consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with tissue.